Event description:
Caller reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer was instructed by tandem technical support to perform a series of corrective actions, including disconnecting tubing, tightening the t:lock, and delivering boluses to resolve the occlusion issue. The customer continued to use the pump for insulin therapy.